Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous antebrachial vein shunt. The sterling 5.0 x 40/40 catheter was advanced to the lesion and ruptured on its initial inflation at 12 atms. The procedure was completed with another sterling 5.0 x 40/40 catheter. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received at the investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).